Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that a cartridge alarm occurred. There was no adverse impact to the customer's blood glucose level. Although requested by tandem technical support, the customer declined further follow-up. Reportedly, the cartridge was reloaded to address the event.